Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue of "infusion slow" was unable to be confirmed or duplicated, and the cause was unknown. Preventative service was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump indicated infusion was slow. Reporter stated that the event occurred some days before 15th of april, during continuous patient infusion. No patient harm/adverse event was reported.